Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. The monitor was replaced and case resumed. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier board express board and compact flash card were replaced to resolve the issue. No patient information available after calls to customer (B)(6) 2022 and (B)(6) 2022. (B)(4).